Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer received the alarm 3 days ago and changed everything out. Customer got another alarm yesterday and changed everything out. Customer is receiving another no delivery alarm today and her blood glucose level is 473 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. It was explained that the site may have been occluded. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.